Event description:
It was observed that during the device inspection, the rhino-laryngo videoscope exhibited the connecting tube had peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, possible causes include causes due to some kind of stress problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.